Event description:
It was reported that a cartridge alarm occurred. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. To address the situation, the customer performed a fill tubing procedure to deliver a bolus and was able to load a new cartridge to resume insulin delivery.